Event description:
It was reported that pump battery depleted too quickly and caused pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer had previously reinstalled mobile app, had active sensor session, and used more than 40 units of insulin per day, and cts determined that reported activities did not fully explain rapid battery loss; cts educated customer that insulin on board and maximum hourly bolus reset to zero when pump turned off, confirmed customer resumed insulin, and advised fully charging battery, but customer declined follow-up to confirm resolution. Cts to replace pump. Customer will continue to use current pump.